Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss subsequent to sustaining a head trauma (specific date not reported). The patient then developed an infection (brain abscess) and was hospitalized overnight (specific date and duration not reported). While hospitalized, the patient was treated with IV antibiotics (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.